Manufacturer narrative:
On (B)(6) 2018 - we received additional information: per the analyses of this rv and the ra lead, both leads had insulation damage consistent with abrasion from another device. The ICD and the fragmented leads were returned and subjected to an extensive analysis. Upon receipt, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise could be confirmed, leading to multiple charging cycles that partially resulted in shock delivery. The data further documented an increasing ventricular pacing impedance up to > 3000 ohms since (B)(6) 2017. However, a thorough analysis of the ICD proved the device to be fully functional. In a next step, the returned leads were subjected to an extensive visual inspection. In the course of the visual inspection the linox s lead demonstrated multiple signs of wear along the lead fragments. In particular around 8 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the ring electrode was fractured. This damage can be considered as the root cause of the increased rv pacing impedance as well as of the noise which led to shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The extent of the extraction damages indicate a significant ingrowth of the lead during the service time of more than 9 years which might have contributed to an increased stress level of the lead in the implanted state. Furthermore the analysis of the setrox s lead showed a rubbed through insulation 39 cm and 32 cm proximal to the lead tip, which most likely resulted from constant friction against another implantable device such as the nearby lead. The manufacturing process for the ICD and the leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 114 months oversensing with inappropriate therapies was reported. The lead was removed but not yet returned.